Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per sandra, started using last night and woke up wet. Got new canister and not sucking well and it was leaking from under the bottom, she doesn't think it is moisture as she has been told in the past. She also mentioned that she thought that she ordered the canister kit w/out the handle. Troubleshooting done and lid-passed. Pw100, sn (B)(6). Lot# 20250005. Troubleshooting with water no suctioning but she can feel the motor running a little. Troubleshooting water test-fail. No medical intervention or patient impact was reported. No additional information was provided. Tcm bio box is needed. (Female wicks used).

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd pure wick urine collection system with a canister with lid, pump tubing, collector tubing with elbow connector and power cord was returned for evaluation. Visual evaluation of the returned sample noticed there were no cracks present on the canister. There was no residue present in collector tubing. The stop valve was working properly. There were light and sound indicating function. Functional evaluation of the returned sample noticed the device failed tm0301240 revision 3 with a value of 0.173 slpm at start and 0.196 slpm after 10 sec. Further visual evaluation revealed that there was residue in the inner tubing near the pump and base of the unit. Corrosion was also found on the pcba. The reported event is addressed within the labeling as it states: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter ". 6. Use only the purewick urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. There are no serviceable parts in the purewick urine collection system. Adjustments or modifications made by anyone other than an authorized representative of bd will void the warranty. If the purewick urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: cracks separated housing not suctioning properly or no suction damaged power cord as the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per sandra, started using last night and woke up wet. Got new canister and not sucking well and it was leaking from under the bottom, she doesn't think it is moisture as she has been told in the past. She also mentioned that she thought that she ordered the canister kit w/out the handle. Troubleshooting done and lid-passed. Pw100, sn bmutg1210. Lot# 20250005. Troubleshooting with water no suctioning but she can feel the motor running a little. Troubleshooting water test-fail. No medical intervention or patient impact was reported. No additional information was provided. Tcm bio box is needed. (Female wicks used) per follow up information received via email on 17sep2025, the product was returned and replaced.